Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Polar ice clinical study (B)(4). During a pulmonary vein isolation (pvi) procedure a polarsheath was selected for use. The sheath performed without any issues during the pvi. After the pvi a non-boston scientific ablation catheter was inserted into the sheath to ablate the cavo-tricuspid isthmus line in the right atrium. The sheath then showed a slow leakage of blood and saline. The polarsheath was not replaced and the procedure was completed successfully with the same device with no patient complications. The device was disposed and will not be returned for analysis. This product is part of the (B)(4) advisory population for the polarsheath steerable sheath.